Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. It is also possible that the degree of pvl was underestimated post implant. In this case, the cause of the worsening pvl cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that one month post sapien thv implant, the patient was diagnosed with worsening pvl. The transcatheter heart valve (thv) was explanted and replaced with a surgical valve. Post implant trace aortic regurgitation was observed. The patient was reported to have left the hospital post tavr (date unknown) against medical device. Approximately one month post procedure he was readmitted and echocardiogram (tee) revealed significant paravalvular leak, which was deemed to be unacceptable. He also had severe mitral regurgitation and on preoperative echocardiogram was found to have severe tricuspid regurgitation. After extensive counseling, the decision was made to explant the thv valve and mitral valve. The thv valve was explanted and replaced with a surgical valve without any injury to the aortic annulus. Prior to explant the physician¿s noted that the thv valve was located inside the leaflets of the native valve, as expected.